Event description:
It was reported that during device replacement due to elective replacement indicator, isolation defect was observed on the lead. All the electrical measurements were in range. The lead was replaced and the patient's condition was good after the procedure.

Manufacturer narrative:
(B)(4).